Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1908162. Medical device expiration date: 2024-07-31. Device manufacture date: 2019-08-21. Medical device lot #: 1909103. Medical device expiration date: 2024-08-31. Device manufacture date: 2019-08-26. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that medication leaked past the bd discardit¿ ii syringe plunger during use, and it was uncertain whether the patient received the correct dose. Lot#'s 1908162 and 1909103 were reported to have been involved in this event, but it is unknown how many occurrences happened within each. The following information was provided by the initial reporter, translated from (B)(6) to english: "plunger presents leakage. Medication flows passing the plunger. It cannot be guaranteed that the patient receives the right amount of medication."

Event description:
It was reported that medication leaked past the bd discardit¿ ii syringe plunger during use, and it was uncertain whether the patient received the correct dose. Lot#'s 1908162 and 1909103 were reported to have been involved in this event, but it is unknown how many occurrences happened within each. The following information was provided by the initial reporter, translated from german to english: "plunger presents leakage. Medication flows passing the plunger. It cannot be guaranteed that the patient receives the right amount of medication."

Manufacturer narrative:
H.6. Investigation summary: bd has been provided with a sample for catalog 300296 lot 1909103 to investigate for this record. No sample or photo was provided for lot 1908162. Visual examination through magnification of the available sample shows a damaged plunger rod which caused the leakage. Bd concluded that the cause of the problem was produced because of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. The device history review showed no indication of the alleged defect. Considering our in-coming and in-process inspection, no corrective actions are required at this time.